Event description:
Boston scientific corporation became aware of the following event through the article "a novel technique of endoscopic papillectomy with hybrid endoscopic submucosal dissection for ampullary tumors: a proof-of-concept study" written by naminatsu takahara, et al. According to the literature, eight consecutive patient who underwent hybrid endoscopic submucosal dissection-endoscopic papillectomy (hybrid esd-ep) for an ampullary adenoma at the university of tokyo hospital between may 2018 and march 2020 were retrospectively evaluated for this study. Hybrid esd-ep involved a (sub)circumferential incision with partial submucosal dissection, and subsequent snare resection of ampullary tumors using a captivator snare. It was reported that a patient developed moderate pancreatitis the day after the procedure. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: it was reported that the procedures were between (B)(6) 2018 and (B)(6) 2020. Block d4, h4: the suspect device upn and lot number is not reported; therefore, the manufacture and expiration dates are unknown. Block e1: (initial reporter facility name) (B)(6). Block e1: (initial reporter phone number) (B)(6). Block g3: literature source takahara, n., tsuji, y., nakai, y., suzuki, y., inokuma, a., kanai, s., noguchi, k., sato, t., hakuta, r., ishigaki, k., saito, k., sakaguchi, y., saito, t., hamada, t., mizuno, s., kogure, h., & koike, k. (2020). A novel technique of endoscopic papillectomy with hybrid endoscopic submucosal dissection for ampullary tumors: a proof-of-concept study (with video). Journal of clinical medicine, 9(8), 2671. Https://doi.org/10.3390/jcm9082671. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f08 captures the reportable event of hospitalization or prolong hospitalization. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.